Manufacturer narrative:
"Model number/catalog number: 72404133 serial number: n/a batch/lot number: 1100724578 model/catalog description: cuff d4 unique identifier (UDI): (B)(4). "Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100737586 model/catalog description: pump d4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) presented a mechanical problem, a fluid loss was reported in the balloon due to a hole on the top of it. The aus was explanted and replaced. There were no patient complications reported.